Event description:
It was reported while using bd bbl¿ columbia cna agar w/5% sheep blood // macconkey ii agar, there was excessive growth. There was no report of patient impact.

Manufacturer narrative:
E.1. Initial reporter phone # (B)(6). E.2. Initial reporter facility name:(B)(6). Investigation summary: this memo is to summarize findings on the complaint regarding bd columbia cna agar with 5% sheep blood, catalog number 254072, lot number 3171792 with respect to performance issue. Event description: it was reported that growth of proteus and providencia is increased. Complaint history review: the complaint history was reviewed, and no similar complaints were reported for the affected catalog number. A trend was not identified. Batch history record (bhr) review: the batch history review did not indicate any discrepancies. All release testing was satisfactory, and no deviations were observed. Sample analysis: retain samples were analyzed in a performance test using proteus mirabilis atcc 12453, proteus mirabilis atcc 14153 and proteus mirabilis atcc 43071. No deviation was detected, and growth was still inhibited after 18-24 hours at 35-37°c incubation. Neither return nor picture samples were provided by the customer for analysis. Evaluation results and investigation conclusion: based upon our investigation, we have excluded any systematic failure in our manufacturing process. All the release testing was satisfactory and additionally, the retest performed on the retain samples with proteus mirabilis atcc 12453, proteus mirabilis atcc 14153 and proteus mirabilis atcc 43071 was satisfactory. Since no trend was identified and no process deviation could be detected, further actions are not indicated at this point. Based on the results of the investigation and since neither return nor picture samples were provided by the customer, we cannot confirm this complaint. However, bd will continue monitoring incoming complaint with similar failure mode. This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483.